Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the seam connecting the two halves of the balloon is not correct. However, the subject device was not returned and the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during unspecified therapeutic procedure, three balloons burst inside the patient and were retrieved. Additional information has been requested. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - 1 of 3 balloons. (B)(6) - 2 of 3 balloons. (B)(6) - 3 of 3 balloons. This report is for (B)(6).

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.